Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. This report is for the first device. The returned files have been analyzed. On of them is actually broken in the active part (fatigue), the two others are just untwisted (fatigue + torque; torque). No material defect was found during analysis of the rupture pattern or the damaged areas. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that two mtwo files broke in a patient's tooth. The tooth was extracted.